Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The outer box is crushed and deformed. The inner package has been opened. The clear plastic has a visible ring from the seal to the poly backing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging procedure found sealing and inspection instructions. The product prints notes the product is to be sterilized in 100% ethylene oxide. The root cause has been associated with transport/storage. Factors that could have contributed to the reported event include inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet. A complaint history review concluded this was an isolated event. A review of the product prints and assembly procedure found instructions to seal and inspect the package and that is each is to be sterilized. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an instability surgery, the suturefix anchor package was already opened, so it was in an non sterile state; therefore, it was not used in the procedure. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported.